Manufacturer narrative:
Summary of evaluation: the examination results could not verify the reported event.

Event description:
There was difficulty in assembling the head and the cup. After assembly the head would not rotate. Another cup was available and was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.